Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. It was also reported the patient's ipg displays a communication error. The patient is without stimulation. In addition, the patient stated he has not recharged his ipg in several months. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient is doing well and reported effective therapy postoperative.